Event description:
The original subarachnoid drain was discontinued following repair of the patient's thoracoabdominal aneurysm. Later in the afternoon, it was decided to reinsert an sa drain when the patient began complaining of weakness and decreased sensation in the left lower extremity. The catheter fractured on the first insertion attempt. The second insertion attempt was successful. Spinal CT revealed the drain fragment with the tip posterior to the sacral region and coiled in the thecal sac. The patient was evaluated by neurosurgery with no recommendation for surgical removal. The patient's left lower extremity strength improved after several days with no complaints of paresthesias.